Event description:
It was reported that a patient an episiotomy procedure on (B)(6) 2021 and suture was used. During the procedure, the needle tip was noted to be broken off while suturing/repairing the episiotomy site. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. Did a piece of the broken needle fall into the patient? If so, was it retrieved during the same procedure? What was done to locate the needle? How was the procedure completed please provide the lot number. Were there any patient consequences?